Event description:
Physician reported pt who was originally skin tested 15 yrs ago by another physician (name-unk). The pt was treated with multiple collagen treatments without adverse event. On 12 may 1999, pt was reskin tested with negative results. Pt received a treatment without event in 1999. Later in 1999, pt was treated in the oral commissures and the lower vermilion border. On 30 july 99, pt called the office and stated skin was red over the areas of the face where pt was using retin a. The physician believed this symptom was not collagen related, but due to the retin a. The physician discontinued the retin a. On 2 sep 1999, the pt was examined and physician noted swelling at the treatment sites of the lower and the upper vermilion border (treated in 1999). Pt stated the symptoms began in aug 1999. The pt noted the symptoms were intermittent and flared when she drank wine. The physician prescribed oral benadryl. On 7 sep, 1999, pt called the office stating redness and swelling were still present at the same treatment sites. Physician prescribed a medrol dos-pak. On 11 nov 1999, the pt called the office admitting alcohol consumption and again noted the same symptoms of redness ans swelling at the treatment sites. Physician prescribed a medrol dos-pak. On 13 nov 1999, pt called the office and stated the symptoms had improved. On 16 nov 1999, the pt called the office and reported the recurrence of intermittent swelling at the same treatment site. On 5 jan 2000, pt called the office, stating intermittent swelling at the same treatment site. Physician diagnosed the symptoms as an intermittent hypersensitivity to the collagen. No further medical or surgical intervention was prescribed or planned.